Event description:
It was initially reported that the patient's lead and generator were replaced due to unknown reasons. It was later indicated that the generator was explanted due to eos and the lead because of high lead impedance observed on (B) (6)2009. Diagnostics performed on (B) (6)2009 and (B) (6)2009 was within normal limits. X-rays were taken, but were not sent to the manufacturer for review. The surgeon indicated that no lead break was visible. When the generator was replaced, the high lead impedance was still present, so the leads were replaced at that time, which then resulted in normal diagnostics. No further details were provided on the event. Good faith attempts to obtain additional information have been unsuccessful to date. The explanted device has yet to be returned to the manufacturer for analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.